Event description:
It was reported that during a routine device interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) premature battery depletion is suspected. The doctor evaluated the critical clinical patient's situation and decided to not replace the device. The patient has no complications from the s-ICD. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.